Manufacturer narrative:
An event related to a packaging issue involving a trident alumina insert was reported. The event was confirmed. Visual inspection was performed on the returned packaging. A single hair was found on the inside of the shrink wrap. No other hairs or foreign material were observed. The supplementary labeling added by stryker distributor flextronics was also evident on the returned packaging. This labeling included a cd associated with IFU details. Medical evaluation would not be of value to the investigation, no adverse consequences to the patient were reported. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A non conformance was raised on to further investigate the issue.

Event description:
Customer service representative and admin planner of (B)(6) reported that during supplementary labeling in (B)(6), a small hair was seen under the shrink wrap of the product.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Customer service representative & admin planner of flextronics ozkan oztuna reported that during supplementary labeling in flextronics turkey, a small hair was seen under the shring wrap of the product.